Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but similar product reference (B)(4) is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar incident has been reported to us on this batch of access ports released in january 2013. Investigation results: either the device nor the x-ray pictures were available for evaluation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of this incident which happened 5 months after access port system explantation. If new element become available in the future, we will re-open this complaint. No corrective action is currently envisaged.

Event description:
On (B)(6) 2020: ablation of access port system, previously placed via left internal jugular vein, on 04/24/2013. Removal procedure performed under local anesthesia without any problem. On (B)(6) 2020: patient presenting with thrombosis in the left internal jugular vein. Ultrasound checking: clot in which a 2 cm catheter fragment is found. Attempt of endovascular ablation impossible because catheter sheathed in the venous thrombus. Must be programmed by direct approach to the vein.